Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
It was reported that the patient had multiple power cable disconnect alarms to the black power cable. The patient was advised and attempted to troubleshoot at home however the patient continued to have power cable disconnect alarms. The patient then reported to the clinic for assessment and a system controller exchange. The patient was not alarming while in clinic and the alarm could not be reproduced. The patient noted that the alarms had been occurring since (B)(6) 2024. A system controller exchange was performed with no device, or patient issues and the alarms resolved. Log files were submitted for review and captured a string of power cable disconnect alarms on (B)(6) 2024 while tethered on the mobile power unit. Related manufacturer reference number: 2916596-2024-01627 (mobile power unit).

Manufacturer narrative:
D1: brand name corrected d4: catalog number and UDI corrected. Manufacturer's investigation conclusion: the reported event of atypical power cable disconnect and low voltage alarms was confirmed via analysis of the log files; however, the atypical alarms were not reproduced during testing of the returned system controller. The log files contained approximately 7 hours of data combined (on (B)(6) 2024 from 10:19:59 to 17:23:18 per the timestamps). The log files captured intermittent power cable disconnect and low voltage advisory alarms that were not associated with true power cable disconnections or routine battery depletion on (B)(6) 2024 from 11:21:14 to 13:39:02 due to the relative state of charge (rsoc) voltage fluctuating, causing the rsoc voltage to drop to as low as approximately 0 v. The log files also captured low voltage hazard alarms on (B)(6) 2024 at 12:02:59 and from 12:03:10 to 12:03:25 due to the while power lead being disconnect from power while the rsoc voltage on the black power lead had dropped to approximately 0 v. The atypical alarms occurred while connected to 14v batteries and occurred on the black power lead. The alarms did not affect the controller¿s ability to operate the pump at the set speed. The returned system controller (serial number: (B)(6) passed functional testing and successfully operated in a mock circulatory loop for an extended period of time without any issues or atypical alarms produced. The root cause of the reported event could not be conclusively determined through this analysis. The device history records were reviewed, and the records revealed that the heartmate 3 system controller, serial number (B)(6), was manufactured in accordance with manufacturing and qa specifications. The system controller was shipped to the customer on (B)(6) 2022. Battery inspection data was reviewed for the 11v backup battery, serial number (B)(6), revealing that the battery passed all inspection testing. The backup battery was shipped to the customer on (B)(6) 2022. Heartmate 3 instructions for use section 7 ¿ ¿alarms and troubleshooting¿ and heartmate 3 patient handbook section 5 ¿ ¿alarms and troubleshooting¿ cover all alarms (visual and audible), including low voltage advisory and power cable disconnect alarms, and the actions to take if the issue does not resolve. The patient handbook and the instructions for use caution the user to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.